Event description:
It was reported that after an appointment with the implanting healthcare professional (hcp) on (B)(6) 2014, the patient started ¿not feeling well and could not breathe.¿ the patient noted that the device was implanted (B)(6) 2014. The patient stated that they called the hcp but did not receive a response. The patient stated on (B)(6) 2014 they called the manufacturer representative and was advised to go to the emergency room. The patient stated that they were in the hospital with congestive heart failure on (B)(6) 2014. The patient stated that they did a cat scan of the lungs and noted that the patient had ¿a little bit¿of pneumonia. The patient also stated that ¿they saw a shadow on the pancreas.¿ the patient was asked if the congestive heart failure was related to the device or therapy and the patient replied yes because the ¿same thing happened¿ the last time the patient had an implantable neurostimulator (ins) implanted. The patient noted that they had congestive heart failure but never had it any other times. It was noted that it was ¿just with these two surgeries.¿ the patient stated that the doctor ordered an MRI but the MRI technician would not do the MRI. According to the patient, the MRI technician had spoken with the manufacturer and stated that the patient only had head only compatible. The patient noted that they got the new system because it should be MRI safe. The patient had the nurse speak with patient services. The nurse stated that they called down to the MRI techs to discuss the MRI. The nurse stated that they told him that it was actually that they wanted an MRI of the abdomen and the implant would ¿cloud the image.¿ the patient noted that ¿maybe they should never have had the procedure.¿ the patient also noted that they ¿intended to take this further.¿ the patient noted that their hcp was at a different facility that the facility of implant and they ¿never got to talk with the doctor.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).